Event description:
Customer reported a problem with delivery of his freestyle freedom blood glucose meter and its strips. He reported, he experienced the following symptom: vomiting. The customer went to the ER of the hosp where he was reportedly treated for dka (diabetic ketoacidosis). He rec'd "two insulin shots" to counteract the event.

Manufacturer narrative:
The customer service dept advised the customer of the new delivery date for the missing product. No further investigation is necessary.